Event description:
Colonic ftrd was used for a treatment in the coecum. The clip was not deployed before tissue resection. The resulting perforation was closed by surgery.

Manufacturer narrative:
Clip application was not visually verified before tissue resection. The device was technically analysed by us. During technical analysis the clip could be deployed without great effort. There were no deviations from product specification and no indications of a product malfunction. The review of the quality assurance records, and production records showed that the product was manufactured according to its specifications.